Event description:
It was reported that the 9800 system workstation x-ray light would not turn on and the right monitor would intermittently go blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The right monitor, x-ray light, and interconnect cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.